Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The distal tip of the coil was hanging approximately 1.0 cm out of its introducer sheath. Coagulated blood was present within the introducer sheath. Conclusions: evaluation of the returned ruby coil revealed offset coil winds. If the device is forcefully advance against the resistance, damages such as offset coil winds may occur. This may have contributed to the resistance experienced during the procedure. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Further investigation revealed bends on the pusher assembly. These damages were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, after inserting the ruby coil into the lantern delivery microcatheter (lantern) the physician was unable to advance the coil out of the lantern. Therefore, it was removed. The procedure was completed using a new ruby coil with the same lantern. There was no report of an adverse effect to the patient.